Event description:
It was reported by a customer that on (B)(6) 2010, the fiberlife was continually activating. The highest power setting was 80 watts. The proper fiber irrigation was maintained throughout the use of fiber at 68,814 joules. No patient injury was reported.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The failure analysis disclosed that the fiber glass cap had a circumferential fracture through the center of the exit area. Circumferential fracture of the glass cap causes forward firing and the fiber to rotate independent of the ss cap. The fracture caused back reflection which triggered fiberlife and short exposure times. Activation of fiberlife is a function of the xps laser (reference xps operators manual 0010-0240 revision b. This function continually monitors the temperature of the tip of the fiber and momentarily stops the laser emission when the fiber gets too hot. If the fiberlife is activated continuously, vaporization efficiency will be significantly reduced. The root cause of the device failure was unknown. The product labeling (product insert 0137-0830) warns that tissue contact or tissue probing may cause fiber damage or breakage.